Event description:
The pt reported that the withdrawal cord detached from the tampon pledget when attempting to remove a tampon. The pt visited her ob/gyn where the tampon was removed and the antibiotic prescribed for a urinary tract infection. No further complications were reported. Pt did not give the name of the medical facility, the exact date of treatment, and was unable to provide the lot number of the device or return unused product from the same carton.